Event description:
It was reported that during an angioplasty procedure through femoral artery, the pta balloon allegedly failed to deflate. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta device was returned for the evaluation. Visual evaluation was done and noted that sample appeared to be clean. No anomalies were noted to device. During the functional testing, an in house presto inflation device was used to inflate and deflate the balloon and deflation took longer than the specifications per pps-8074. During the microscopic evaluation, balloon was cut and observed under the microscope and noted that there were two slight kinks. No further testing was performed. Therefore, the investigation is confirmed for the reported deflation problem, as deflation took longer time than the specifications per pps-8074. A definitive root cause for the alleged deflation problem could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2022), g3. H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during an angioplasty procedure through femoral artery, the pta balloon allegedly failed to deflate. It was further reported that the another balloon was used to complete the procedure. There was no reported patient injury.